Event description:
The customer tested blood glucose and received a result of 97mg/dl and took 23 units of lantus. The customer passed out and paramedics were called. When they arrived 90 minutes later the customers blood glucose was 27mg/dl. The customer was taken to the hosp where their blood glucose was 54mg/dl. The customer was given a glucose IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.